Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the device was returned to the manufacturer. The returned complaint sample consisted of the activated cylinder (with approximately 0.25 ml of expellable solution remaining). Visual inspection of the healon complaint sample confirmed the customer¿s observation of material in the healon solution. Glass particles were observed in the remaining portion of the healon solution. Additionally, the opening of the glass cylinder, which sits under the aluminum capsule was observed to be damaged (cracked glass). The results of the investigation indicate that the debris/particles reported by the customer are glass particles (some of which are >0.1 mm) which were observed in the remaining healon solution. Visual inspection on retained products on lot# ub32616 was performed. Thirty-five (35) samples were investigated. No visible defects were found on the package or solution. The solution was clear and colorless. Visual inspection with stereomicroscopy. Functional testing was performed on two (2) syringes, and no product malfunction was identified. A product deficiency was not found in the retained samples. Manufacturing records were reviewed and the healon was manufactured according to specification. A search on complaints revealed no similar complaints has been reported on this batch. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is an indication of a product quality deficiency, a manufacturing process problem. All pertinent information available to the manufacturer has been submitted.

Event description:
Reportedly, when the healon 0.85 was injected into the patient's eye, an unusual, cloudy material came out and stayed in the eye. No patient effect has been confirmed thus far. Additionally, debris like glittering material was observed on the injector. No further information was provided.

Manufacturer narrative:
Upon further review of the report, it was noticed that the initial report incorrectly reported the dfu for intraocular lens was reviewed. The initial report should have indicated that dfu for healon was reviewed. Additional information: this complaint is part of the healon recall - report number: 2020664-04/13/17-001-r. As a result of the extensive investigation, a manufacturing deficiency has been identified related to re-introducing uncapped glass cylinder units to the capping process. As a corrective action, internal procedures were updated to not re-introduce uncapped glass cylinder units to the capping process. Additionally, a voluntary recall was initiated on april 13, 2017 because of the possibility, albeit remote, that the healon manufactured between october 8, 2016 and november 10, 2016 may contain glass particles. All pertinent information available to the manufacturer has been submitted.